Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. The lot was not additional information was requested, and the following was received: what were the indications for surgery? What surgical procedure was performed? What were the patient¿s symptoms? Was any additional investigation done to confirm the leak? Yes, no leak was existed did the patient actually have a leak? If yes, what was observed at the site of the leak upon re-operation and what was done to address? No leak. How many days post-operatively did the leak occur? Patient was checked 2 days post op, no leak reported. Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Resident, little/no experience. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Donuts intact was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? No adverse affects reported.

Event description:
It was reported that during a colon resection procedure the doctor felt like there was an issue with closing the device. A second like device was tried and the same issue occurred. Unknown how the procedure was completed and there was no patient consequence reported at the completion of the initial procedure. The patient was brought back to the or after the initial procedure for fear of a leak. The symptoms for returning the patient to the or are not known. There is no additional information.